Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pacemaker exhibited oversened noise due to electro-magnetic interference. No programming changes were made. The patient was unknown, and will continue to be monitored.